Manufacturer narrative:
Catalog #: potential sg3+2051 and sg3+2125. Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Reporter occupation - compliance specialist. Device manufacture date - unknown due to lot number being unknown. Based on the results of our investigation, the root cause of the complaint could not be identified. Since actual sample was not returned for evaluation hence we could not provide the detailed information of its actual condition. Also, lot history file and retention samples were unable to confirm since lot number of this complaint is unknown. In addition, representative samples were subjected to normal aspiration and depression of sterile water followed by sheath activation. Safety sheath was activated with a one-handed technique using the three methods: finger, thumb, and firm surface. An audible click was heard indicating successful safety activation. The sheath is fully engaged and no irregularity was noted. Similarly, molding condition of the components critical to the safety activation and connection of the product is checked to assure that no defects will be encountered that will lead to sheath activation problem. We have in-process inspection for visual, sensory, and functional test to assure quality performance of assembled sg3 needle. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. Only samples passed specification are allowed to be shipped. (B)(4).

Event description:
Terumo medical received a janssen source document from the FDA msb# 2019-13362: the event description states: "after medicating patient, the protective sheath did not properly function leading to a finger stick."